Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'false downstream occlusion' was verified through a review of the event history log and confirmed by the presence of multiple ¿downstream occlusion!¿ alarms. Evaluation reproduced the false downstream occlusion, which was found to be caused by a failed downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion. There was no patient involvement. No additional information is available.